Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: how long was the procedure extended? 90 minutes. Were there any patient consequences as a result of the event? If yes, please describe. There was no consequence for the patient, he had no fistula, but according to the customer the low location of the reshaped anastomosis could have required an ileostomy of protection that the surgeon did not perform because the tissues were very well vascularized and because of age and this type of stoma can be extremely deleterious ( according to the surgeon, this exposed the patient to a risk of fistula plus estimated at 15% versus 7%).

Manufacturer narrative:
(B)(4). Batch # r5872c. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the procedure extended? Were there any patient consequences as a result of the event? If yes, please describe.

Event description:
It was reported that during an unknown procedure, during stapling, the device had to be passed through the rectum. At the time of engagement, the device didn't work despite activation by the surgeon. The device tore the patient's rectum. The surgeon had to make again the times before the use of the new clamp from a different supplier. The new clamp was larger than necessary. Extension of the procedure.